Event description:
The customer reported via phone call that the insulin pump alarmed button error when she was sitting at her desk working. The customer's blood glucose was 98 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to a corroded keypad trace. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.